Event description:
It was reported that after a da vinci-assisted surgical procedure, the staff encountered a non-recoverable fault during a software update. On-site logs reflect repeated error 297 after the programming. The technical support engineer (tse) explained that a site visit would be required to complete the programming. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse arrived on site and was unable to connect to system. Fse isolated vision side cart (vsc) and was able to connect and review logs, unable to find a power off event in the logs after the dut had started downloading. Fse worked with tse to check cart sw levels and reprogram carts back to p11b. Fse successfully programmed each cart in standalone mode, bringing up the system afterwards fully connected and without issue. Fse verified correct features were still enabled and completed system test drive and verification without further issue. Fse notified roco, csr, and house supervisor of repaired robot status for the next morning cases to proceed as scheduled. Fse also downloaded rsu trace logs and emailed to raghav in ps as requested. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The issue appears to have been related to a non-recoverable error encountered during a software update, as indicated by repeated error 297s in the logs. The fse was initially unable to connect to the system, which suggests a potential software or connectivity issue. By isolating the vsc and reprogramming the carts back to the previous software version, the fse was able to resolve the issue. This indicates that the problem may have been caused by a software incompatibility or corruption during the initial update process.